Manufacturer narrative:
H10: the involved gas blender was manufactured in 2021 and according to the analysis of the complaints database, no further events have been reported in the past. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: improper hospital gas supply (minimum pressure of 2 bar per connection should be observed); a missed gas blender warm-up phase (user error); defective gas blender's component (a/d-converter); a defective dc/dc board. If service activity will be performed on this device or any additional information is received, a follow up on final report will be submitted.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in berlin, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error code associated to a fault in ad transformer during procedure. There was no patient injury.